Event description:
The customer reported that there was no alarm sound, the device is completely mute. The loudspeaker is probably defective. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.